Event description:
Information was received that the physician does not believe that the increased seizures were due to vns and solely due to patient physiology. The device was disabled due to the patient not wanting vns therapy anymore as the second time their vns device was turned on, seizures increased and they did not see a benefit, however physician disagreed with this assessment. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient had their device disabled by their physician due to an increase in seizures alleged to be caused by the device. Information was then received that the increase in seizures was due to patient condition. However, it was also noted that the patient's seizure rate improved after the vns device was disabled. No other relevant information has been received to date.